Event description:
Patient reported left side capsular contracture baker grade IV, pain and discomfort. Healthcare professional reported "patient with grade IV capsular contracture in the left breast after breast reconstruction, patient evolved with local pain and tissue retraction months after radiotherapy treatment. Also has local aesthetic deformity with skin retraction and local pain in the left breast, requiring exchange of implants". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported left side capsular contracture baker grade IV. Device remains implanted.